Manufacturer narrative:
A1-5: select patient information cannot be provided due to regional privacy regulations. H3, h6) the instrument was returned to the manufacturer for analysis. In summary, the probe was visibly bent. With markers attached and fully seated, the probe displayed a good geometry error but a high divot error that would not allow verification. Codes b01, c07, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the tip of the probe was deformed. The cause of the issue was unknown. The operation was completed using a different instrument. There was no impact to patient outcome.